Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ed34-i10t is available in the USA with a 510k number k163614. Evaluation summary it was due to an excessive force applied on the accessory while inserting and withdrawing from the operation channel. In addition, we confirmed that the defector wire break, the deflector body damage, the objective prism assy break, the lcb distal cover glass break, the u/d and r/l pulley wires stretch, and the deflector operation knob break; however, these are not related to the alleged complaint. This report is being filed as part of the pentax backlog management plan.

Event description:
Date of event not known for the exact date, we just know the year the complaint was sent in to manufacturer. This event occurred at the time of reprocessing. There was no report of patient harm. Accessory stuck in scope.